Event description:
Pt had a lhc [left heart catheterization], pci [percutaneous coronary intervention] with stent. Per procedure note: however, upon introducing the intended medtronic onyx frontier 2.0x22mm drug-eluting stent into the coronaries, the stent was unable to be advanced past the proximal lad [left anterior descending], and therefore I elected to pull and remove the stent out undeployed, however at this point the stent became stripped off the stent balloon with a portion of it within the guide catheter and a portion of it within the left main. I then successfully snared the embolized stent using a 25mm gooseneck snare through the 6f jl4.0 guide, however upon doing so it appears that the proximal edge of the left main stent became unraveled partially and was protruding out of the ostium and into the main aortic sinus of valsalva. I then elected not to attempt any further snaring and therefore I re-engaged the left main and re-wired it with an 0.014" runthrough and then performed balloon ptca [percutaneous transluminal coronary angioplasty] of the ostial/proximal left main using a 3.5mm nc balloon to 14atm. Upon doing this, I was able to preserve a successful left main ostium which was able to be safely re-engaged with the jl4.0 guide, and final angiography showed well expanded lmca [left main coronary artery], proximal lad, and mid-to-distal lad stents as well as timi iii flow into the lad and 1st diagonal, no edge dissection, no perforation. Pt was stable and returned to the holding area. Device equipment packaging regarding the medtronic onyx frontier 2.0x22mm drug-eluting stent was thrown away prior to getting the information on package.